Event description:
A customer in the (B)(6) contacted biomérieux to report the occurrence of a false esbl phenotype proposal for escherichia coli in association with the vitek® 2 ast-n351 test kit. The customer did not indicate if repeat ast-n351 testing was performed. Testing via disc diffusion obtained an esbl-negative result. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested isolate submittal for investigational testing. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
In the initial medwatch report, the date entered (date received by manufacturer) was incorrect. [03/08/2019]. The correct date is [05/07/2019], as infdicated in the supplement report.

Event description:
A customer in the (B)(6) contacted biomérieux to report the occurrence of a false esbl phenotype proposal for escherichia coli in association with the vitek® 2 ast-n351 test kit. The customer did not indicate if repeat ast-n351 testing was performed. Testing via disc diffusion obtained an esbl-negative result. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested isolate submittal for investigational testing. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false esbl phenotype proposal for escherichia coli in association with the vitek® 2 ast-n351 test kit. Isolates are not available for testing. Submittal of isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. It should be noted that aes phenotype proposals are based on the results of the tested antimicrobials within each drug class, and the ability to discriminate between phenotypes can vary depending on the card configuration. Furthermore, the proposal of a phenotype by aes is not considered confirmatory for the detection of any resistance mechanisms. Ast-n351 lot 7910975103 met final qc release criteria and passed qc performance testing.